Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) detected abnormal atrial high rate (ahr) episodes however on the electrogram (egm) strip normal sinus rhythm was seen. No patient complications have been reported as a result of this event.